Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6-1 failed to open. A field service engineer (fse) found the drawer binding and failing to open. After opening the drawer manually, it started moving smoothly and opened and closed with no problem. The fse checked the drawer latch stops for movement, and checked drawer slides, and retractor bands but could not find the source of the original binding. The drawer and cubies tested good in diagnostics and application. The system functioned as intended after the field service engineer examined the device.